Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had pressure cable failure. No patient harm was reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to repair the iabp associated with the reported malfunction. The pressure cable was replaced. The cable is not manufactured by getinge. The iabp was returned to clinical use. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.